Event description:
The event description provided by the pt's husband on (B)(6) 2013 indicated: I am writing in name of my wife, temporarily admitted to a (B)(6). She was hospitalized exactly two months ago with a double fracture of the right tibia. Then it was applied on her leg meta-diaphyseal fixator of your production. I assume that it has been applied well, since it resisted for two months. Today the nurse found, that one of the clamps is broken (I suppose that made in casing). This defect caused that now hospital needs to do it again surgery on the leg of my wife. On (B)(6) 2013, orthofix (B)(4) rec'd the following info from the sales rep: hospital name: (B)(6). Surgeon name: dr (B)(6). Pt info: (B)(6) 2013. Date of the breakage of the first clamp: (B)(6) 2013. This clamp has been discarded by the hospital, the lot number has not been made available. The surgeon replaced the whole fixator with fracture manipulation (due to a slight loss of fracture reduction) under local anaesthesia. Date of the breakage of the second clamp: (B)(6) 2013. This clamp has been replaced at the doctor's office without any further anaesthesia nor fracture manipulation. The x-rays provided by the surgeon are related to the first clamp that broke (pre an post clamp replacement). No other x-rays will be made available as the second clamp that broke did not cause any modifications of the fracture reduction. Please also kindly refer to MFR report number 9680825-2013-00016. MFR refence number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, mfg in 1999, was comprised of 420 devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first breakage notified from this specific device lot (observation period january 2003-(B)(4)- 2013). Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation: the info made available on the case was sent to our medical evaluator. A preliminary clinical evaluation was performed and will be finalized once the results of the technical evaluation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.